Event description:
Spontaneous. Patient reported his freedom pump broke after he completed 1 of his 2 day infusion. Patient stated the spring broke yesterday (11/19/2023) and he needs a new pump. Unknown if md is aware. No missed doses or adverse events reported. Pump available for return. No further information. Frequency: daily for 2 days every 2 weeks. Reported to (B)(6) by: patient/caregiver.